Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow buttons reportedly not responding with every button press. The patient claimed the keypad is not peeling. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 06/21/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, and the button symbols are worn. There was evidence of keypad adhesive found under all key contacts.